Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the driver is broken but not returned with the device. It is possible that excessive force was exerted at an off angle on the device causing it to break. Other than this possibility, we cannot discern a root cause for the failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this serial number that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during an acl repair that the distal tip of the customer's modular tenodesis driver, 23mm broke off in the head of the screw. The surgeon completed the procedure leaving the broken tip secured within the head of the screw fully seated and not left proud. There were no patient consequences or delays reported.